Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. DHR review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Event description:
A registered nurse (rn) reported a peritoneal dialysis (pd) patient was hospitalized for recurrent peritonitis. The exact date of the event was unknown. The patient's pd catheter was removed and he transitioned to hemodialysis and was discharged. No further details were provided. Medical records have been requested.